Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a insulin flow block alarm. The customer¿s blood glucose was 8.7 mmol/l. Troubleshooting was done for insulin flow block alarm. Customer reported they tried different cannula lengths. Customer stated that they tried all the remedies. Customer ran self test and it was passed. Customer reported that the tubing was not kinked or bent. The insulin pump will not be returned for analysis.